Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a craniotomy, an imprecision was observed of about ten centimeters with one instruments. It was noted that in the non-sterile field prior to the procedure, the accuracy was confirmed. The imprecision was observed intraoperatively with one instrument. Due to the imprecision, the site discontinued with the procedure and closed the incision. There was a reported delay to the procedure of less than 1 hour due to this issue. Troubleshooting was conducted and found that the navigation system functioned as designed and it was suspected that the reference frame and support arm moved resulting in the imprecision.